Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime test and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, shifted end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.